Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met all product specs. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported a surgeon felt that there was an infusion pressure problem and felt that it "just wasn't working right". After the case, while testing the unit, during the handpiece test, the test chamber ballooned to about one inch in diameter. The customer indicated there had been 3 posterior capsular breaks with two of the operating surgeons during uncomplicated cataract surgeries. To the reporter's knowledge, an anterior vitrectomy did not have to be performed on any of the pts and that all three pts are doing well. Add'l info has been requested. This file is related to the third of the three pts.